Manufacturer narrative:
Reported event of premature separation was not confirmed. Visual inspection found no anomaly was noted on the outer and inner helix, the helix lengths were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp prematurely separated from the delivery catheter at initial positioning and sat on the floor of right atrium. The lp and catheter were ultimately not used and replaced with the new devices. Patient condition was stable.